Manufacturer narrative:
The check of the manufacturing charts of the lot# of the liner involved (2014l1095) did not show any anomaly on the 71 liners for metal back glenoid manufactured with this lot #. No other complaint reported on the same lot#. We will submit a final report once the investigation will be concluded.

Event description:
Shoulder revision surgery done on (B)(6) 2017, due to l1 poly liner - model# 1377.50.010, lot# 2014l1095 - disassociation from the smr glenoid metal back in smr stemless anatomic prosthesis. According to the info reported, the patient was young and affected by a severe osteoarthritis before primary surgery (performed on (B)(6) 2015). It seems that patient did not suffer any trauma after this surgery, but he attended the gym to do weights at fairly early stage from a post operative period after this operation. During the revision of (B)(6) 2017, the l1 poly liner and humeral head were removed, and a smr stemless reverse shoulder prosthesis was implanted. Event happened in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot# of the liner involved (2014l1095) did not show any anomaly on the 71 liners for metal back glenoid manufactured with this lot #. 58 liners out of 71 have already been implanted and this is the first and only complaint reported on this lot#. The explanted devices were not available to be returned to lima corporate for a deep analysis as they were disposed off as per hospital policy; we received pictures of the explanted liner. The x-rays related to primary and revision surgery were not available. From the pictures received, it can be seen that the central peg of the liner is broken. The surgeon reported that the glenoid baseplate component was left in situ, as this was felt to be the best option for the patient, to avoid bony disruption; additionally it was reported that the morse taper of the baseplate, for the reverse component, was intact. For this reason the implant was converted to a reverse geometry shoulder replacement. According to the reported information, the patient did not suffer any trauma but he attended the gym to do weights at fairly early stage from a post operative period after his operation. Repeated high weight lifting could have contributed to the breakage of the poly liner. Instructions for use of the smr shoulder system, provided together with the devices object of this complaint, clearly states that the surgeon should inform the patient that repeated high weight lifting should be avoided. In details, the following sentence is reported in the instructions for use: "in particular the following precautions should be presented to the patient by the surgeon: - avoid repeated high weight lifting; - keep body weight under control; - avoid sudden peak loads (consequences of activities such as contact sports, playing tennis) or movements which can lead to sudden stops or twisting; - avoid positions that can increase the risk of dislocation." A deeper investigation is not possible with the available information. No corrective actions for this case. We registered a total of 20 breakages of l1 poly liners (model # 1377.50.xxx) requiring a revision surgery. (B)(4). The remaining 13 cases were subsequent to patient rotator cuff failure (patient pathology for which the use of a l1 poly liner is not indicated, as reported in our IFU and surgical technique), trauma-related or related to patient condition/practice (as this specific case). Lima corporate will keep monitoring the market on the reoccurrence of similar events.

Event description:
Shoulder revision surgery done on (B)(6) 2017, due to l1 poly liner (model# 1377.50.010, lot# 2014l1095) disassociation from the smr glenoid metal back in smr stemless anatomic prosthesis. According to the info reported, the patient was young and affected by a severe osteoarthritis before primary surgery (performed on (B)(6) 2015). It seems that patient did not suffer any trauma after this surgery, but he attended the gym to do weights at fairly early stage from a post operative period after this operation. During the revision of (B)(6) 2017, the l1 poly liner and humeral head were removed, and a smr stemless reverse shoulder prosthesis was implanted. Event occured in (B)(6).